Event description:
It was reported that during multiple procedures, the stockert generator reverted to 0 watts briefly, and then backed up to 35 watts, resetting ablation on both prucka and c3 systems. Rf energy did not actually stop in most cases, but on a couple of occasions, rf did stop automatically. The time on the stockert did not reset, but did reset on the prucka and records it as another ablation. This phenomenon did not happen with test box connected to the stockert directly bypassing carto piu. Most of the cabling between the 3 systems has been replaced minus the I/o box cabling without any resolution. The case was completed without any patient consequence.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). According to the initial complaint, the defective stockert remote cable caused the issue. The cable was replaced, and as a result, the issue was resolved. The issue was not related to carto system. The device history record (DHR) was reviewed and no anomalies were found regarding this issue.